Event description:
A pt came in on an outpatient basis to receive chemotherapy on 10/2000. The pump overinfused, and the pt died on 11/2000. The account's clinical engineer stated that the pump had originally been set up to infuse 250 ml over 5 days. When they looked at the pump on 10/2000, it was set at 127 ml/hr, with a volume remaining of 980 ml, and a time remaining of 7hr 43min. Reportedly, the chemotherapy was infused in 2 hours, instead of in 5 days. When they looked at the pump on 10/2000, it was set at 127 ml/hr, with a volume remaining of 980 ml, and a time remaining of 7hr 43min. Reportedly, the chemotherapy was infused in 2 hours, instead of in 5 days.